Manufacturer narrative:
The investigation found corrosion on the pcb and battery stacks. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and fluid was observed diverting through the hole in the internal soft cannula preventing the proper delivery of insulin. No data could be retrieved from the device due to corrosion present on the pcb. Without the data, it could not be determined if the pod successfully delivered insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.